Manufacturer narrative:
(B)(4). Date sent: 8/31/2004. Info not provided during initial contact. Broken blade. Analysis summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout? Later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure".

Event description:
It was reported that during the lavh procedure, instrument ceased to function and was removed from the port; 'instrument error code' displayed. It was noticed one of the blades was bent and when touched by the scrub nurse it broke off the instrument. No pt consequence.